Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k169 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot k169 shows no trends. Trends were reviewed for complaint category, pressure dome leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. No further action is required at this time. This investigation is now complete. (B)(4). H.m. (B)(6) 2022.

Event description:
The customer contacted mallinckrodt to report they experienced a pressure dome leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a leak at the return pressure sensor after the treatment was completed. The customer was unloading the kit at the time the leak was observed, and the patient had already been disconnected. The customer discarded the kit and did not return product for investigation.